Manufacturer narrative:
Date information received: 03/01/2017. Conclusion: the determination could be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and if there is a relationship of the device to the reported problem. Root cause: the cold solders on 330 ohms 5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code.

Event description:
The customer reported the backup alarm failed. The customer reported patient involvement is unknown and no patient harm.